Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that the complete suture was returned with the posterior needle tip and the cuff remaining in the foot pocket after deployment, which confirms the reported experience of a needle to cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During testing, that suture was pulled from the device with no significant resistance detected indicating that suture drag was not a contributing factor in this event. A proxy plunger was inserted into the device and the needle trajectory was acceptable indicating the needles were not a contributing factory in the event. The needle trajectory of each device is inspected twice 100% during manufacturing. The report of a moderately calcified artery may have been a contributing factor in the event. A needle to cuff miss may occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomy (e.g. Heavily calcified arteries, morbidly obese patients), aggressively deploys the plunger, aggressively removes the plunger, fails to maintain adequate foot position against the arterial wall. Based on the investigation findings, the probable root cause of the link detachment is due to incorrect technique and/or challenging patient anatomy. (E.g. Heavily calcified arteries, morbidly obese patients) there was no product quality deficiency detected that would contribute to this event. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A database query was performed and a review of the records does not indicate a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional ptca procedure. Reportedly, when the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.